Event description:
Customer reported via phone call that the insulin pump alarmed motor error three times during bolus. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is unknown. Customer stated that the day prior to the call that had their blood drawn and blood glucose was high. Customer thinks the infusion set was not working properly. Customer corrected the issue. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No motor error alarm noted. The insulin pump was unable to prime during prime test due to moisture damage on force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. However, the insulin pump passed basic occlusion test and displacement test. The motor was tested outside the insulin pump and passed. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corners.